Event description:
The account engineers stated that the nurse call function is not working on this bed. He can connect a hand held pillow speaker to the head wall and the nurse call will operate.

Manufacturer narrative:
The accounts engineer replaced the communication cable to repair the bed.